Event description:
Aaa gore excluder endograft with migration, type I endoleak and increase in aneurysm size. (B)(6) 2019 - 5.9-cm excluder endograft placed (B)(6) 2019 - 6-cm (B)(6) 2020 - 6.2-cm (B)(6) 2024 - 7.5-cm.